Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "took out adm cup and liner, and put in a titanium revision cup with an x3 poly and a biomet head. No growth onto adm cup, cup was loose. Surgeon mentioned that its possible that there was no growth onto the adm cup because of metal debris from the biomet head."